Event description:
Device 2 of 2; reference MFR report#1627487-2019-02041.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report #1627487-2019-02041. It was reported that implanted leads migrated. As a result, surgical intervention was undertaken on (B)(6) 2019, wherein the leads were explanted and replaced. Reportedly, therapy was restored post-operatively.